Event description:
During cataract surgery, while folding the intraocular lens the doctor noticed that the tip of cartridge was cracked. They removed the cracked from operative filed and opened a new cartridge and proceeded. The cracked cartridge never came in contact with patient.======================manufacturer response for iol cartridge, abbott - amo (per site reporter).======================track and trend.